Event description:
Reporter indicated that device diagnostic testing at office visit in 2003 resulted in an elective replacment indicator of yes, indicating that the generator was near end of service. The pt had been set to low settings and had only been implanted for 7 months. Based on programmed device settings, estimated battery life should be approx 6 to 9 years. It was reported that the vns theapy was initially a "big improvement" in seizure control for the pt, but that the pt had noticed a reduction in seizure control since just before the appointment. It was reported that the pt's medications were decreased at prior appointment. The pt reported falling on their back resulting inan x-ray of their ankle. Investigation to date has been unable to determine whether the vns sysem is functioning properly.